Event description:
While the patient was traveling in greece, she had a misstep and twisted her leg. Plate was determined to be broken proximal to the plate junction with the buttress place at the 2nd or 3rd distal screw hole per x-ray on 9/13/97. Upon returning to the us, she presented to the doctor. No removal of plate is scheduled at this time. The patient was treated with a functional brace.